Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. There was no impact to customer¿s blood glucose. Prior to troubleshooting with tandem technical support, the infusion set supplies were changed to address the issue. While troubleshooting with tandem technical support, the cartridge was changed to address the issue and insulin delivery was resumed.